Event description:
It was reported that high capture thresholds were noted on the right ventricular lead. The issue of high capture thresholds had progressed over a three year period. The physician suspected that the issue was due to the lead tip tissue interface and not a lead issue. The impedance was stable. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure and discharged home the following morning.